Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device remains implanted in the patient.

Event description:
As reported: "on (B)(6) 2015, patient had surgery in the left foot. Took an x-ray to see how it was healing. Sometime after the surgery the patient notices a sharp pain in their left foot as well. Patient had a plate and 5 titanium screws in his body. 2 of the screws are broken. His surgeon believes it will cause more harm than good to remove them, and intends to let them stay in situ."

Event description:
As reported: "on (B)(6) 2015, patient had surgery in the left foot. Took an x-ray to see how it was healing. Sometime after the surgery the patient notices a sharp pain in their left foot as well. Patient had a plate and 5 titanium screws in his body. 2 of the screws are broken. His surgeon believes it will cause more harm than good to remove them, and intends to let them stay in situ."

Manufacturer narrative:
Correction: d1, d2a, d2b, d3, d4, g1 manufacturing site, g8: FDA registration number should be 3010667733. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The current package insert provided with these devices lists "fracture of the implant" as a potential complication and adverse reaction. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.